Event description:
This is a general complaint and does not refer to a special individual part or lot. Surgeons complain that the thread of the end cap is too short. When the tibial nail is removed it is only with great effort possible to get hold of the end cap becuase even if it is unscrewed completely, the end cap does not stick out over the end of the nail. This results in extended surgery times.